Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer used room temperature insulin, did not reuse or overfill cartridge, and followed steps to remove air, then changed cartridge and infusion set and resolved issue before speaking with technical support, after which technical support advised disconnecting tubing at connection point and filling tubing, and no additional information was received regarding outcome.